Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient had pain at their implantable neurostimulator (ins) battery site while the stimulator was on. There were no contributing factors identified. Impedances were checked and electrodes 2, 3, 6, and 7 all showed measurements over 10,000 ohms. The rep re-programmed using electrodes 0, 1, 4, and 5. The patient then stated that he perceived stimulation in all painful areas with no burning sensation while the stimulator was on. The issue was resolved at the time of the report and no surgical intervention was planned. There were no further complications reported or anticipated.